Manufacturer narrative:
Add'l lot #fd0207002.

Event description:
A (B)(6) male ((B)(6)), enrolled in stryker biotech study (B)(4) "prospective data collection from the stryker biotech pivotal ide study of op-1 putty in uninstrumented posterolateral fusions" who received 2 units of op-1 putty at level l3-l4 on (B)(6) 2002 for a degenerate lumbar spondylolisthesis with spinal stenosis (grade I) was hospitalized on (B)(6) 2007 for spondylolisthesis l3-l4 and lumbar stenosis l3-l4. Treatment included an l3 posterior revision decompression, a transforaminal lumbar interbody fusion at l3-l4, posterior instrumentation fusion at l3-l4 with pedicle screws and a rod, and posterolateral fusion with morsellized local autograft using fluoroscopy. The event was considered resolved on (B)(6) 2007. The investigator assessed the severity as severe and related to op-1 putty. No additional information is expected.